Event description:
Paramedics responded to a person with chest pains. The device was connected to the pt for cardiac monitoring. According to the report, the device would not display the pt's ECG and the pt was transported to the hosp without ECG monitoring. No adverse affects to the pt were reported as a result of the alleged malfunction.